Event description:
Caller reported a cartridge alarm occurred. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller with proper loading techniques for a new cartridge, but the customer was not near the supplies at the time of the call and was advised to contact support again when ready. There was no additional information about the outcome of the follow-up.